Manufacturer narrative:
The product was not returned for evaluation. The lot # info is unk. Based on all info, no casual factors can be determined and no conclusion can be drawn.

Event description:
Pt was diagnosed with a corneal ulcer left eye and treated with zymar. Next day, pt was doing better, less redness. A corneal culture was performed and result was positive for a few colonies of pseudomonas. Doctor treated pt with fortified tobramycin and zymar. At f/u visit, left eye corrected acuity 20/20. At final visit, pt was recovered with a peripheral corneal scar. There was no permanent decrease in visual acuity. Doctor did not relate the incident to a specific source. Pt was using a renu (unk type) solution.